Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states the up down and act buttons were hard to press and noticed the act button was wearing off and during priming process it sounds louder. Customer stated that the time clock for one minute was advances. Customer stated that there was nothing wrong with the time kept on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device had no button response on the express bolus, esc and act buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and the delivery accuracy test due to no button response. Unable to test for drive/motor anomaly, unexpected motor noise or time/clock anomaly due to no button response. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.